Event description:
No primary stability, maybe periodontal disease at time of surgery, implant wasn't completely covered by bone, immediate implantation, bone resorption, peri-implantitis, abscess, bleeding, inflammation, mobility.